Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device has been returned for evaluation; the evaluation identified a material rupture. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model dr4074 pta balloon dilatation catheter allegedly experienced a material rupture. This information was received from a single source. The malfunction involved a patient with no reported consequence. The patient¿s age, weight, and sex were not provided.